Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The reservoir was tested using a water reservoir test and no air bubbles anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was experiencing high blood glucose of 517 mg/dl and he felt tired and weak. The customer treated with manual injections. The tubing had no air bubbles, no insulin leak was found, cannula was not bent and insulin was not expired. Insulin did exit the tubing with manual prime. The customer declined to check the setting or perform the high pressure test and requested the insulin pump to be replaced. The insulin pump would be replaced and returned for analysis.